Event description:
In 2008, it was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy (age, gender and weight unknown). The clip would not open and a second resolution clip device was used to complete the procedure. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.